Manufacturer narrative:
Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was not reported. (B)(4). The actual device used as well as a sealed unused device was returned to the manufacturing facility for evaluation. Visual inspection of the dilator of the actual sample used revealed damage at the distal tip. The cross-cut valve appeared to have an off-center flaw and was closely inspected under magnification. It was noted to have a flaw off-center the slit. An evaluation of the unused returned sample and the retention samples from the reported part/lot and the surrounding lots was conducted. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot number combination confirmed there were no production related problems. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information it is likely that the dilator was inserted off center of the cross-cut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the rss602 device. Follow-up communication from the user facility reported the following information: the device was inserted into the femoral artery. Immediately after, a major leakage through the hemostatic valve of the sheath was noticed. The procedure was completed. The patient is reported in stable condition.